Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.